Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. Lot number updated to "unknown." Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluation checked "yes." Entered evaluation codes. Added manufacturer narrative. The reported product was returned for investigation. Based on the evaluation, device malfunction has occurred and the reported event is confirmed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review by item number was performed for the implant dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4)..

Event description:
Doctor reported that implant (B)(4) fractured and was removed. Tooth site #30.